Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the event may have occurred due to water or moisture invasion into the scope, which likely damaged the image sensor unit and the circuit board inside the connector. While the device malfunction was confirmed during the evaluation, the exact root cause of the reported issue could not be definitively determined. The event can be detected/prevented by following the instructions for use: precaution: caution: for clv-290/cv-1500: turn the video system center on only when the endoscope connector is connected to the light source/video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning: for cv-1500 connected/for clv-290 connected. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination.3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli, nbi, and rdi endoscopic images are normal. 5.1 troubleshooting; if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope an e315 scope error (non-compatible endoscope). The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.